Manufacturer narrative:
Device received with blank display and vibration, problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had cracked end cap. Device p-cap or test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that insulin pump fell down and it did not turned on. The insulin pump rattled when they shake. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.